Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Product code and lot number how the device was used (how many layers applied)? Was a dressing placed over the incision? If so, what type of cover dressing used? Was the site cultured? If so, what bacteria were identified? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). What in the physicians opinion are the factors contributing to the event? Was the patient previously exposed to similar products, such as artificial nails? Was demabond or skin adhesive used on the patient in a previous surgery or wound closure?

Event description:
It was reported that a patient underwent a unilateral salpingo-oophorectomy procedure via vertical midline excision on (B)(6)2017 and topical skin adhesive was used. The wound was closed with subcuticular suture and sealed with topical skin adhesive. Four weeks post operatively, the patient reported rash at the wound in the area where the topical skin adhesive was applied. The patient was initially treated with a low strength corticosteroid cream topically. The rash worsened over the next forty eight hours. Bacterial and viral swabs were taken to exclude infection. Then, a higher strength steroid cream was prescribed. The patient remains under review and the reaction has not yet resolved. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: product code and lot number - unable to say; surgery was nearly 4 weeks before problem encountered. How the device was used (how many layers applied)? Standard one layer over wound was a dressing placed over the incision? No if so, what type of cover dressing used? Na was the site cultured? Yes if so, what bacteria were identified? No bacterial culture grown is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No is the patient hypersensitive to pressure sensitive adhesives? No were any patch or sensitivity tests performed? No what is the most current patient status? Was reviewed on wednesday (B)(6). Is still using topical steroids, and systemic anti-histamines. Has a generalized rash. Was referred to see dermatologist appointment was last friday (B)(6). Await his opinion. Is the product or representative sample (product from the same lot number) available for evaluation? No, see above. Patient demographics: initials / ID; age or date of birth; bmi wc (B)(6) 1989 bmi = (B)(6) patient pre-existing medical conditions (ie. Allergies, history of reactions) nil what in the physicians opinion are the factors contributing to the event? Dermabond; unable to identify other factors in a young, fit healthy female. Was the patient previously exposed to similar products, such as artificial nails? Has used artificial nails previously - never had on for more than a week ( is a nursing student). Has not had reactions previously. Was demabond or skin adhesive used on the patient in a previous surgery or wound closure? Na - this was patient's first surgery/use of skin adhesive.